Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a broken sensor wire on (B)(6) 2015. Patient claimed that they experienced a failed sensor error and removed the sensor pod. Patient stated that upon removal of the sensor pod, a small portion of the sensor wire was sticking out of the patient's stomach. Patient stated that they removed the remaining portion of the sensor wire from the site of insertion. At the time of contact, the patient did not report any injury or medical intervention.